Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The battery gauge was static at full charge and would not decrease. No reported adverse impact to the customer's blood glucose. Reportedly, the battery began it decrease normally.